Event description:
Additional information was received that the patient¿s generator was working well and there is no plan for a replacement at this time.

Event description:
It was reported that the neurologist was having trouble interrogating the vns patient¿s device. Using the generator battery longevity table at the patient¿s last known programmed settings, the approximate battery life from beginning of life (bol) to end of service is 3.3 years.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.